Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: visual inspection was performed on the returned device. The difficulty remove was unable to be tested as it was based on circumstances. The tip separation was confirmed. It is likely that distal end of the introducer sheath was bent or angled in the anatomy such that during removal of the super delivery system, the tip was unable to pull into the reduced clearance resulting in the reported difficulty removing and noted tip detachment. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation determined that the reported difficulty removing and noted tip detachment were due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported the procedure was to treat a lesion with moderate calcification in the common femoral artery. The supera was advanced and the stent was deployed successfully; however, during removal of the supera delivery system, the tip got caught inside the 6fr sheath. The supera delivery system and the sheath had to be removed together as one unit and at this point the procedure was completed. There was no adverse patient effect and no clinically significant delay in the procedure. Return device analysis revealed that the tip jacket and the inner member were separated at the distal end of the ratchet stem. Follow-up with the account confirmed that the separated portion of the supera remained in the sheath and nothing remained in the patients anatomy. No additional information was provided.